Event description:
It was reported that two days after implant the right ventricular lead had high thresholds. The physician questioned lead damage. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.